Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call motor error alarm during a bolus attempt on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.